Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had high glucose value.

Event description:
Consumer complaint of blood result reading of "hi". Customer states that she is feeling fine but his stomach was cramping a half an hour ago and he had a dry mouth and he was craving fruit. Customer states that her expected range is between 60mg/dl and 100mg/dl fasting. Customer opened the container of test strips today. Customer stores the strips in the bathroom. Customer has noticed he has had dry mouth in the last 2 weeks and is urinating more in the last 2 weeks. Customer is not a diabetic patient; he is checking every 3 months his blood sugar level at his doctor's recommendation. Ran back to back test 575mg/dl and 543mg/dl not fasting. No adverse event reported.